Event description:
I awoke at about 2:00 am with a searing pain in my eye. Though I was scheduled to fly home later that day, I called the airline and got the first flight out. I could not see to drive myself to the airport so I called a taxi service. Seeing my pain the driver stopped at a pharmacy to get me eyewash, which I proceeded to use. I boarded the plane crying in agony. A kind woman offered me some tylenol and though I would never have done this in any other state of mind, I drank water from a total stranger's opened water bottle to get the tylenol down. My husband picked me up at the airport, rushed me to my eye dr at about 11:00am. She saw me three more times that day and three times a day for the following two days. She prescribed two different eye medications. I cannot remember, but can certainly get the drug name if necessary, one of which had to be put in every 15 minutes, even during the night hours. I was also given a prescription for a pain relieving drug as the pain was unbearable. There was very little change the following visit as well as those the following days. Diagnosing it as a "corneal ulcer," I was then sent to another specialist because she did not understand why this was not responding to treatment. I then saw this specialist for another week. He agreed with the initial diagnosis but gave me two new drugs that I did not have to administer every 15 minutes, but very two hours. After seeing this specialist for three visits, he concurred over the telephone and I was then sent to another city to see another specialist who dealt with fungal eye infections. This particular hospital had a special "camera" which could photograph the cornea of the eye in miniscule detail. All four physicians agreed with the diagnosis of a corneal ulcer, but none could determine if it was fungal or not. I was even given another prescription upon leaving and told to take the drug later that day. However, I rec'd a cell phone call from the physician on my way home once again I had to hire a driver because I could not see telling me not to take the new drug as after seeing the pictures of my eye, he was still not certain whether it was fungal or not. I returned to the second dr two days later for another follow up and for the first time in over one week there was a slight improvement. Prior to this, the next step was for me to go to another hosp, where they could have had to scrape the eye and grow the cultures which would have taken another two weeks or longer to get the results. I then followed another course of action and fortunately, in a few weeks the ulcer died down and the scarring was not as massive. My eyesight has worsened and my depth perception has markedly declined. I still have some scarring which I understand will probably always be there and will always impair my vision. I was fortunate however, according to yet another eye dr who had treated a very similar case, not to have lost all vision in that eye. I have worn soft contact lenses for over ten years. I never slept in them and I think of myself as having excellent personal hygiene. I did use "renu" up until my last visit to my dr this past 10/05, when she gave me a sample of "aquify" to try which I liked better. I have had to change to a different, more porous, contact lens since the eye infection. I felt I should make you aware of this only because of the info being collected recently regarding corneal ulcers and use of the "renu" product.